Manufacturer narrative:
Ees# 964021/cin. Results of evaluation: conclusion based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
The device was used during a laparoscopic cholecystectomy. The device was introduced through the trocar and upon attempting to fire, the device began to spit clips on each attempt. The clips were retrieved laparoscopically from the abdomen. Another device was opened to complete the case. There was no consequence to the pt.